Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve assembly was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. The reportable event occurred outside the us. During a routine check of complaint records, it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.